Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (SICD) had migrated. A revision procedure was performed and the device was successfully repositioned. No additional adverse patient effects were reported.